Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
During an initial implant procedure is was reported that the right ventricular (rv) lead had high pacing impedance which lead to capturing issues. The rv lead was not used and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.